Event description:
On (B)(6) 2011, the diabetes educator contacted lifescan (B)(4) on behalf of the patient alleging an "error 4" issue with a one touch verio meter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an "error 4" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745. Reporter name, address, and phone # are unknown.

Manufacturer narrative:
Follow-up # 1 (10/31/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.